Event description:
A medtronic representative reported during a cranial procedure the software was unresponsive after loading MRI images. The procedure was completed with the user of the stealthstation s7 system. There was no impact to the pt's outcome.

Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.